Manufacturer narrative:
Follow up #1 submitted: 04/20/2013 device evaluation: on investigation, the display screen was found to be fully functional without discoloration or fading. The contrast setting of the display screen was noted to be set on ¿7¿. Unrelated to the complaint, a vibration motor failure was noted. The pump was opened for investigation and revealed the pins on the vibration motor were not making an electrical connection with the printed circuit board.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a pixel color change on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).